Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. The clinical observation was not able to be confirmed.

Event description:
Boston scientific received information that an advocate for the patient with this device reported that the patient was hearing beeping tones. Subsequent informaiton indicated that the device was explanted for normal battery depletion. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.